Event description:
During a cardiomems implant procedure, when removing the sheath, a large clot was found in the sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).